Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) guided the customer through wiping out the guided tool change and reinstalling the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer installed the endoscope, and the master tool manipulators (mtm) were working backwards. The customer hard-power cycled the system; however, the issue persisted. The customer wiped out the guided tool change and re-installed the endoscope to resolve the issue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mtm was moving in an unintended direction with the instrument inside the patient at the time. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. There were no patient injury or harm.